Manufacturer narrative:
Device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient passed away due to lung disease and reduced cardiopulmonary reserve. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.